Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 354 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.